Event description:
The patient's mother contacted animas on (B)(6) 2012 to reporter the patient has had elevated blood glucose (bg) levels all day. The reporter did not provide specific bg readings; however, reported that the patient tested positive for ketones. At the time of troubleshooting, the patient's mother confirmed the subject meter was set to the correct date and time and that all pump settings were correct. There were no associated alarms in pump's history. It was noted that basal settings and basal total daily deliver (tdd) matched; however, the reporter was unsure how bolus had been programmed. The reporter claimed the patient's site was changed on (B)(6) 2012 and had not been changed with the high bgs. The patient's mother denied any issues with site or leaking of insulin from site. At the time of the call, customer support noted that the reporter did not want to change infusion set until she was able to put numbing cream and wait 45 minutes to take effect. The patient's mother confirmed that insulin was freely coming out of the tubing during prime. Customer support noted no mechanical issues found with pump. The reporter was advised to change out the patient's site and if her bg did not come down with site change to contact her hcp. This complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.